Event description:
A customer reported a dull knife blade was observed during surgery. An alternate knife was used to complete the surgery and there was no impact to the pt. This is the third of four reports being filed for this facility.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause can not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).